Event description:
Same case as MDR ID: 2134265-2012-08486. It was reported that post a stenting treatment procedure a myocardial infarction occurred. Access was obtained via the right radial artery. The target lesion was located in the left anterior descending artery (lad) which had a diameter of 3.0mm and a length of 20mm. The lesion was predilated with 2.5x20mm maverick balloon and then a 3.0x38mm promus element stent was deployed in the lad. It was noted that a non bsc looped guide wire was advanced through the stent and it was noted that during advancement a second loop formed which resulted in a knot around the stent struts. When the physician attempted to pull back on the guide wire stent elongation occurred. Balloon assistance was used, enabling the physician to remove the guide wire. A second non bsc guide wire successfully crossed the stent, allowing advancement of a balloon for further dilation which was followed by implantation of a 3.5x20mm promus element stent. The 3.5x20mm promus element stent was successfully deployed in the lesion, crushing the elongated 3.0x38mm stent. The procedure was successfully completed with timi iii flow. No patient complications were reported. Nine months later the patient returned with chest pain and a non st elevated myocardial infarction. A kissing balloon inflation was performed with two non-compliant balloons. A 3.0x12mm balloon was inflated in the lad and a 2.5x15mm balloon was inflated in the first diagonal. No additional patient complications were reported and it was noted that there was no re-admission or angina at the patient's one year follow up.

Event description:
It was further reported that a 1.5x15mm maverick2 balloon along with a 2.5x20mm maverick2 balloon were used to enable the physician to remove the non bsc guide wire from the previously deployed 3.0x38mm promus element stent. After the second non bsc guide wire crossed the 3.0x38mm promus element stent, further dilation was performed with a 2.5x15mm maverick2 balloon. Heparin was administered throughout the procedure followed by efient and prasugrel, which were administered at the end of the procedure.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).